Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Initially, customer experienced a low bg level of 57 (mg/dl). Food and gatorade were consumed to treat low bg level. Customer then experienced an elevated bg level; however, a specific bg value was not provided. Customer stayed connected to pump to treat elevated bg levels, then disconnected from pump when bg levels decreased to 70 (mg/dl) reportedly, customer is still becoming familiar with pump settings and attributed this to their fluctuating bg levels. Recommendation was made to consult with their health care provider prior to making any pump settings adjustments. It was also recommended that the customer reverts to back up therapy until able to consult with their health care provider.